Manufacturer narrative:
A field service engineer (fse) was dispatched onsite to evaluate and repair the device. Upon arrival, the fse replaced the internal battery, after which the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
E: (B)(6) medical center.

Event description:
Philips received a complaint by the customer on the v60 indicating that the battery was depleted. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that the battery was depleted. A service quote consisting of the replacement battery was sent to the customer for approval, and the customer accepted. Investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response, there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The battery (m72739p1, 20nov2017) was more than five years old and needed to be replaced, so the replacement of the battery is aligned to the periodic maintenance procedure specified in the v60 service manual, which indicates that the battery requires replacement every 5 years to ensure proper system performance. A 1124 ¿battery failed¿ alarm error did not occur, and the device did not have a battery charging light emitting diode (led) error.